Event description:
The device was during an endoscopic cholecystectomy. Reportedly a component from the instrument disengaged inot the pt's cavity and was retrieved by the surgeon without injury to the pt.